Event description:
The patient reported experiencing elevated blood glucose of 253 mg/dl in 2008 at 5:00am. At 7:00am, the patient's blood glucose measured 283 mg/dl and the patient bolused 8 units of insulin and the pump gave an occlusion (e4) error. The patient changed the infusion set and had no further issues. The patient's normal blood glucose level is 120-140 mg/dl. No further information is available. Product was requested to be returned for evaluation.